Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified popliteal artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a endovascular therapy. During the procedure, it was noted that the balloon ruptured at 1 atmosphere upon the first inflation. The device was removed from the patient's body and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.